Manufacturer narrative:
As reported, during a left ventriculography (lv) gram in a percutaneous coronary intervention (pci), a 5 french cordis pigtail catheter burst and separated near the hub while outside of the patient. There was no reported patient injury. There were no issues with anatomy and vessel tortuosity. There were no anomalies noted to the packaging of the device. There was no difficulty removing the device or any of the sterile components. There were no anomalies, including kinking, when the device was removed from the packaging. The device was prepped per the instructions for use (IFU). The device prepped normally and did not burst during prep. There were no kinks or bends noted on the device during prep. There were no pieces or parts left inside the patient as the burst occurred outside. The catheter separated while the physician was performing a power injection. The power injector was set for 15 ml/s flow rate and 30 ml/s volume. Injection duration 2 secs. Pressure limit 700 psi. The procedure was successfully completed. The sales representative received the catheter separated in two pieces prior to shipping it for evaluation. The separation did not occur during shipping. A non-sterile diagnostic cath f5 inf pig145 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, the hub was found separated from the body shaft of the catheter. The separated pieces of the unit were inspected under the vision system. Neither pinhole, exposed wire, crack, poor fuse, nor thin wall thickness was found. The separated edges on the received proximal end of the catheter body shaft had elongations. No other anomalies were found. Functional analysis was not performed due to the condition in which the product was received. The catheter body shaft proximal end outer and inner diameters (od and ID) were measured and results were found within specification. X-ray and cross-sectioned analysis were performed on the received pieces of the unit in order to inspect the molded condition of the hub and body shaft proximal end. Elongation and remnants of body shaft in the walls of the luer hub were observed. The elongations observed presented evidence of a plastic deformation. Plastic deformation is commonly associated to application of tension forces that could induced the separation between components. No other anomalies were found during the analysis. A review of the manufacturing documentation associated with lot 17633780 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿catheter (body/shaft) - burst¿ was not confirmed. However, the complaint reported by the customer as ¿catheter (body/shaft) - separated¿¿ was confirmed during analysis due to the received catheter body shaft separation. The exact cause of the event could not be conclusively determined during the analysis. However, procedural factors, such as tension forces, may have contributed to the report event. According to the product instructions for use, users are cautioned to prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, during a left ventriculography (lv) gram in a percutaneous coronary intervention (pci) a 5 french cordis pigtail catheter burst near the hub while outside of the patient. There was no reported patient injury. There were no issues with anatomy and vessel tortuosity. There were no anomalies noted to the packaging of the device. There was no difficulty removing the device or any of the sterile components. There were no anomalies, including kinking, when the device was removed from the packaging. The device was prepped per the instructions for use (IFU). The device prepped normally and did not burst during prep. There were no kinks or bends noted on the device during prep. There were no pieces or parts left inside the patient as the burst occurred outside. The power injector was set for 15 ml/s flow rate and 30 ml/s volume. Injection duration 2 secs. Pressure limit 700 psi. The procedure was successfully completed.